Event description:
It was reported that effective therapy was never established since implant. As a result, surgical intervention was undertaken on (B)(6) 2022, wherein the paddle lead was disconnected, and two percutaneous leads implanted and connected to the existing ipg to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.